Event description:
The customer stated the beckman coulter lh750 hematology analyzer was getting high nrbc and wbc with cellular interferences and no suspect flags for the nrbc were generated. After troubleshooting and running samples the cellular interference continue therefore, on site service was set up. There was a potential for erroneous wbc and nrbc counts. No patient samples results were reported outside of the laboratory. The customer had verified the patient results running the samples on the backup analyzer and, reported accurate results from the backup unit. Raw data and printouts were requested but not provided. There was no death, injury or change/delay to patient treatment associated with this incident. Root cause: per service the problem is caused by electrical noise within the wbc aperture. The noise can be caused among other reasons by protein build up on the electrodes and worn out apertures or o-rings. The field service engineer (fse) replaced the wbc apertures and the o-rings, performed cbc latex calibration and aperture balancing as well as replaced pinch valve 12a and actuator to resolved the issue. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Manufacturer narrative:
(B)(4).